Event description:
A malfunction was reported on the pump, with no notable events occurring prior. There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information and assisted with resetting the pump, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if the issue reoccurred, which the customer acknowledged and understood.